Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. However, the contact confirmed that the pump was still functional. The contact was unsure of how the touch screen became shattered. The customer's blood glucose level was not impacted. The contact confirmed that an alternate method of insulin delivery was available.